Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose reading at the time of the incident was 37 mg/dl. Customers blood glucose reading at the time of call was 285 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with food for low blood glucose event. Troubleshooting was declined. The device will not be returned for analysis. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.